Event description:
During a cryoablation procedure, system notice message 50005 appeared (the safety system has detected fluid in the catheter and stopped the injection). There was no patient injury.

Manufacturer narrative:
The device involved in this event is similar to the arctic front cardiac cryoablation catheter marketed in the us. The product was returned and investigated as follows: analysis of failure files confirmed the reported system notice message 50005. Visual inspection showed the presence of blood in the catheter. Pressure test revealed a leak through the guide wire lumen. Dissection showed a guide wire lumen partial snapping at the coil, located in the area beneath the balloon. However, the balloon integrity was intact with no breach. Items described above triggered the fail-safe system (notice error 50005), stopped the injection and disabled the vacuum. A corrective action was initiated to address this issue.